Event description:
Reference number (B)(4). Event occurred in the unites states. It was reported that the patient infusion set fell off during use, the infusion set was in use for less than eight hours.the event occured on (B)(6) 2026.the patient replaced infusion set and resumed insulin deliveries successfully. No further information is available.

Manufacturer narrative:
Initial and final (B)(4) device 3 of 5.